Event description:
It was reported to boston scientific corporation that a lynx suprapubic midurethral sling system was used during a sling placement procedure on (B)(6), 2005. According to the complainant, post procedure, the patient experienced problems due to the implant. The exact nature and date of onset of these problems is unknown. On (B)(6), 2008, the patient had a second surgery (procedure type unknown) to correct the problems, but the surgery failed to correct them. All other information is unknown and reportedly unavailable.